Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated the blood glucose reading increase with exercise. The blood glucose reading is 311 mg/dl. Treated with the insulin pump. The blood glucose reading at the time of the event was 500 mg/dl. Customer was vomiting and nauseated. Hospital treated with insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.